Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over-delivery.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's ultrafiltration was 1804 ml, indicating the patient drained 1804 ml more than their largest prescribed fill volume of 2000 ml. Therefore, the drain volume was 3804 ml. This meets iipv criteria. According to the nurse she was aware that the patient was having difficulties with his cycler, however, he did not report any symptoms of overfill. Additionally, the patient received a new cycler and has resumed therapy. The nurse was notified of the probable cause based on results of evaluation. There was no patient injury or medical intervention associated with this event.